Manufacturer narrative:
Inratio precision data provided by end-user lot 070027: first test inr = 1.1 (4/2007). Second test inr = 7.0 (two days later). Mean = 4.05; sd = 4.17; %cv = 100.03%. The %cv is greater than 20%. However, the time interval between tests is 48 hours. Per internal procedure, 3 hours between tests is recommended to be valid. However, due to the fact the patient was hospitalized and a surgical procedure was performed, this complaint qualifies as an adverse event. An investigation is required. Other results: 02/2007: 3.2, one week later: 3.0, 03/2007: 3.8, 3/11/07: 3.3, eight days later: 4.5, one week later: 2.8, the following month: 1.1. Per internal procedure, 3 hours between tests is recommended to be valid. Testing time interval appears to be a few days apart, making these test results invalid.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 1.1 (4/2007). Second test inr = 7.0 (two days later). The patient was hospitalized and a surgical procedure was performed, this complaint qualifies as an adverse event.